Manufacturer narrative:
Follow up report ref to natus complaint# (B)(4). Sterile date of product: 24 may 2025. Device history record review: unit has passed all the required tests. No manufacturing defects or non-conformances observed. Risk management review: a review of (B)(4) medical device hazard analysis (rev 11), identifies the hazard situation as "4.36 - stopcock valve unable to turn / rotate and/or handle breakage" the risk level is considered low. Based on complaint of "broken stopcock." This determination is based on the information received from the customer. Capa005781 was opened to investigate the increase in complaint rates for the eds product line. Root cause/failure investigation: this case had a drainage system with a damaged system stopcock. The stopcock was broken at the lever which is used to turn the stopcock into a closed or open position. The system stopcock material exhibited significant deformation. The breakage of the components indicates that the user turned the stopcocks with excessive torque possibly with a tool instead of by hand. Another possible indication could be that the client used aggressive cleaning agents that degrade the polycarbonate material. There was a buildup of dried blood/bodily fluids at the drip chamber stopcock. Assessment of whether bodily fluid exposure created an increased resistance during stopcock manipulation was conducted. The stopcock exhibited an elevated rotational resistance relative to baseline performance observed in new units. Section "warnings" on page 3 of the eds 3 system IFU (sd208650001 rev da) gives details on handling the eds 3 system such as finger tightening components and not using external tools. Failure mode: confirmed / stopcock breakage during use.

Event description:
Nt821731c - the white stopcock tab broke off so the rn was unable to turn, to clamp the evd. The rn had to clamp the evd at the most proximal stopcock.

Manufacturer narrative:
Initial report ref to natus complaint#: (B)(4). (B)(4) rev 10 risk analysis spreadsheet - eds 3 external drainage system. Hazard 4.36 - stopcock valve unable to turn or rotate. Effect (harm): delay in patient treatment, over / under drainage of csf and infection. Residual risk: medium. The hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. Further investigation to be carried out.

Event description:
Nt821731c - the white stopcock tab broke off so the rn was unable to turn, to clamp the evd. The rn had to clamp the evd at the most proximal stopcock.